Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had connection error. The event had occurred prior to an endoscopy procedure. The procedure was completed using similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, and white residue in air/water channel and cylinder. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the flid invaded plug unit led to the connection error and lack of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.